Event description:
Customer reported a malfunction alarm identified as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. Customer received instructions to contact technical support if the issue arose again and acknowledged the guidance provided.